Event description:
It was observed during the review of the patient's settings at the time of explant, that they were set to settings that likely occurred due to an interruption in a system diagnostic test. It is unclear if the event occurred at the time of explant or prior. No further details have been made available to date on the specific programming or physician involved.